Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the status of the old device was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that the implant had not been charged in eight months and was not chargeable. It was noted that the patient didn¿t want to use the implant anymore. Further information received from the consumer reported that they hadn¿t recharged in over a year and therapy didn¿t work. The patient alleged overdischarge and was directed to their healthcare provider to do a physician recharge mode. MRI guidelines were reviewed. The indication for use was non-malignant pain. Additional information was received 2019-11-01. It was reported MRI eligibility guidelines were requested. The patient had not charged the stimulator and it was not working. The caller was not able to communicate with the implantable neurostimulator (ins). The last charge was about 8 months ago. No further complications were reported/anticipated. Additional information was received. It was reported the patient had not charged their stimulator in about 2 years and confirmed 2018. The patient spoke with their manufacturer representative and was able to get to over-discharged state. While the patient was in their healthcare provider's office they were able to get it out of over-discharged state. They were seeing the reposition antenna screen. The patient was walked through using the antenna locate feature and then it went to por code. The patient got out their mystim and they tried to clear the por, however it was a warning por. The patient mentioned that once the stimulator was charged again they wanted to test the wires in the patient's body. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient reported that they were getting their device on (B)(6) 2021.